Event description:
It was reported that a change in echogenicity occurred. A pulse field ablation procedure for ventricular tachycardia was performed using a farapoint catheter. A non-boston scientific (bsc) sheath was placed in the right atrium and the farapoint catheter was advanced into position in the right ventricle. It was noted that the anterior free wall of the right ventricle was extensively scarred. Ablation was performed of the entire right ventricular scar area. During the procedure pfa ablation was supplementaled with a non bsc radiofrequency (rf) ablation catheter at the right ventricular outflow tract and the coronary sinus. When ablating near the left anterior descending coronary artery 1mg of nitroglycerin was administered twice. 1.8 kilovolts of energy was used during the first round of ablation and 2 kilovolts was used during the second round of ablation. Four (4) applications of ablation were delivered to each site. The 391st application of ablation was placed parallell to the base of the right ventricular free wall towards the apex near the moderator band. Via intracardiac echocardiography (ice) it was confirmed all four (4) electrodes of the farapoint catheter were in contact with cardiac tissue. Fine bubbles were visualized and an acute change in echogenicity was observed on ice. The physician noted a hissing sound at the same time the echogenicity was identified. The farapoint catheter was examined and no increase in temperature was observed. The farapoint catheter was exchanged for a new farapoint catheter and the procedure was completed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.